Event description:
When going to reload the stapler, the tech was unable to attach the reload. The reload kept spinning and would not lock in place. The handle worked during the case with other reloads.